Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery issues found on investigation.

Event description:
It was reported that the patient experienced blood glucose (bg) between 40 mg/dl and 500 mg/dl. She denied signs or symptoms of hyperglycemia but said that she experienced shakiness and was diaphoretic when hypoglycemic. A family member stated that the patient treated herself and no medical attention was required. This complaint is being reported because the patient's healthcare professional alleged that the pump may have caused or contributed to the bg excursions.